Manufacturer narrative:
Correction: removal of information in section f related to importer - the initial report inadvertently included the importer report number. This MDR should have been submitted only with the MFR. Number (and not as importer).

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex machine and a prismaflex set the replacement tubing was ruptured/disconnected and resulted in a blood leak. It was reported blood backed up into the replacement line and covered the machine and the floor. The amount of blood loss was not reported. There was no alarm generated. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided pictures shows that there was an external blood leak at the level of the replacement pump segment. The reported issue was confirmed. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.